Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic with shortness of breath. Upon interrogation of the implantable cardioverter defibrillator, an error message of "erroneous parameter" was observed. It was unclear if the patient's symptoms were related and the cause of the erroneous parameter was undetermined. The device was restored to nominal settings. On (B)(6) 2018, the patient presented remotely via remote transmission. Upon review of the transmission the error message was observed again. The patient presented in clinic on (B)(6) 2018 and a firmware download was performed successfully. The patient was stable throughout. No additional alerts were received.